Manufacturer narrative:
Correction: (B)(6)2018. Additional information: age at time of event: reported as ¿(B)(6)¿. It was reported the cause of the peritonitis was due to a breach in aseptic technique which was not further specified. It was reported the patient was to receive inpatient treatment; however, the patient refused and received treatment on an outpatient basis. Action with dianeal therapy was not reported. At the time of the report, it was reported the peritonitis was resolving. It was not reported if the patient was retrained on the proper aseptic technique. (B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medication (dose, route, duration and frequency were not reported) for peritonitis. It was not reported if the patient had recovered from the event. No additional information is available.